Event description:
It was reported that a lead safety switch (lss) occurred on this patient's right ventricular (rv) lead due to a high out-of-range pacing impedance spike, of over 3000 ohms in the impedance trend. Technical services (ts) reviewed the case and noticed that a signal artifact monitor (sam) episode was recorded that disabled the minute ventilation (mv) feature, probably as the rv lead went unipolar sensing. Ts recommended to bring the patient to the clinic, troubleshoot this issue, and turning the mv back on with sam. Subsequently, the mv feature was turned on and the rv lead was reprogrammed back to bipolar sensing. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.

Event description:
It was reported that a lead safety switch (lss) occurred on this patient's right ventricular (rv) lead due to a high out-of-range pacing impedance spike, of over 3000 ohms in the impedance trend. Technical services (ts) reviewed the case and noticed that a signal artifact monitor (sam) episode was recorded that disabled the minute ventilation (mv) feature, probably as the rv lead went unipolar sensing. Ts recommended to bring the patient to the clinic, troubleshoot this issue, and turning the mv back on with sam. Subsequently, the mv feature was turned on and the rv lead was reprogrammed back to bipolar sensing. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.